Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2005 and mesh was implanted for bladder control. Following the procedure, the patient believed that her bladder has slipped out of the mesh. As per patient, she was experiencing the need to urinate often due to fear of leakage and complete bladder emptying due to sneezes, coughing and laughing. In addition, the patient experienced bladder infections. Additional information has been requested.